Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient implanted for spinal pain reported that the day after implant of their implantable neurostimulator (ins) they had a ruptured colon and had to have surgery. It was noted the ruptured colon had "absolutely" nothing to do with the ins. The patient had pain on the right side waist area where the ins is located and was getting worse. It was noted that the patient¿s morphine medication and that they were on stronger medication than they were before implant. The patient stated that they spent 6 weeks in a nursing home for rehabilitation. The patient also reported that they were having problems with their implant and wanted to meet with the manufacturer's representative. It was not exactly known when the problem started. The patient had an appointment with their healthcare professional (hcp) on (B)(6) 2015. The patient further reported they still had pain at the ins site and it was indicated that they may do a revision to move the battery but nothing had been scheduled yet. The patient was reported as doing well and their stimulation was doing great. On july 25, 2016 the patient reported they were trying to schedule a date to have their device removed because they lost some weight, and it was no longer comfortable. The patient now had colon cancer, and didn¿t know when they would be able to schedule a date because their doctor advised them it would be too soon to undergo surgery at this time. The patient was going to call back once they scheduled surgery or when the device had been removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.